Manufacturer narrative:
The computer for the viewing station of the imaging system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the application software of the system was reloaded without resolution. The representative then returned to the site and replaced the computer of the viewing station of the imaging system to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The computer for the viewing station of the imaging system has not been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system was unable to complete start up. It was noted the pendant would not progress past initialization. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: medtronic received information that the issue recurred prior to the reported analysis on the imaging system. If information is provided in the future, a supplemental report will be issued.